Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and the top. Another crack was observed in the pump case near the upper right corner of the display. The returned battery cap was able to be secured to the pump and was used to complete all testing. Also unrelated to the compliant, evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was found to be intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts.